Event description:
It was reported that the doctor had a possible infection issue associated with a pt who had a bard mesh implanted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A DHR review has been conducted. All paperwork appeared complete and accurate. No sterilization issues were found from DHR review. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.